Manufacturer narrative:
The device evaluation has not been completed. A review of the manufacturing records showed no anomalies. (B)(4)

Event description:
It was reported to medtronic neurosurgery that during the surgery, a perforation was found at the tip of the ventricular catheter. According to the report, the catheter was replaced by another one in stock, and the operation was completed successfully without causing any delay or adverse effect. Reportedly, no debris was observed on the catheter and the device did not have any patient contact.

Manufacturer narrative:
The returned catheter was patent and it met requirements for the leakage test. A small tear was observed on the silicone elastomer outside of the catheter¿s tantalum tip. It is unknown how or when the damage occurred. A review of the manufacturing records showed no anomalies. Additionally, all catheters are 100% inspected at the time of the manufacture. The instructions for use that accompanies the device cautions that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears.¿ (B)(4).